Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales representative reported a problem with the variax distal radius standard volar plate. The surgeon allegedly could not remove the peg which was inserted into the plate. The surgeon removed the plate and screw and replaced them with another plate and screws.

Manufacturer narrative:
The reported incident that locking peg, t7, diam.2.0x20mm was alleged of issue s-36 (component / device stuck) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. It has been seen that the screw was introduced overtorqued into the plate and in a too pronuciated angle. This resulted in a cold welding of the screw with the plate and therefore a jam. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The sales representative reported a problem with the variax distal radius standard volar plate. The surgeon allegedly could not remove the peg which was inserted into the plate. The surgeon removed the plate and screw and replaced them with another plate and screws.